Event description:
The lay user/patient called lifescan alleging that her one touch ultra was set to the incorrect date/time, because of a power issue. The medical affairs specialist mailed a letter to the patient on january 31, 2006, since she could not be reached by telephone. About 2 weeks ago, the patient noticed that her meter was flashing the date and time. Since she could not get the meter to work, she stopped using it. On and unspecified date, the patient ended up going to the emergency department of a health care facility. She obtained a blood glucose value of "280 mg/dl" using an unknown device and was treated with insulin. The type and dose of insulin administered is unknown. It would hve been helpful to know the following information: what treatments /medications did the patient take on the day of the event, did she have any symptoms, was she injured, was a backup meter ever used, and how long was she in the hospital for. In addition, it would have been helpful to know when was the last time the patient changed the meter's battery, what her medication regimen was at the time, and if any adjustments were made to her medications as a result of the incident. Although it is not known what caused the meter to get into the setup mode, this complaint is being reported since the patient was unable to test herself for 2 weeks and ended up getting medical treatment for hyperglycemia.